Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2015, where the ipg pocket site was relocated due to the patient's weight loss. It was noted during the procedure, the physician electively explanted and replaced the patient's ipg with a different model. The patient has effective therapy post-operative.